Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 9:00am. The patient claimed he manages his diabetes with oral medications of glyburide (5mg) twice daily and metformin (500mg) once daily. Despite the alleged issue, the patient claimed he continued to administer his dose of oral medications. At 10:00pm the following day, the patient reportedly was feeling shaky. The patient however denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misused of the meter, and the alleged issue occurred after removing/replacing the battery; however it is not specified whether the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.